Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that one of the corners of the plastic sterile package, holding the endocutter, was found broken during an unknown thoracic surgery. A second device was used to complete the procedure with no consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that a pce45a device was returned inside its original package. Upon visual inspection, it was noted that the tyvek was delaminated in one corner and the blister broken in the same corner. However, the damaged in the blister does not compromise the sterile barrier of the package. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique; however, no conclusion could be reached as to what may have caused this condition. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.